Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the "cables of its [heartstart xl] spoons were damaged and the spoons do not transmit the energy". There was no pt involvement.